Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead.

Event description:
A report was received that the patient had a procedure related infection at the midline and pocket site. Signs and symptoms were fever and low white blood cell count. The patient was prescribed with antibiotics. The patient's infection was resolved.